Event description:
A pt was burned during a scan. This burn area developed a blister that the emergency room physician treated to control pain and the possibility of infection. The pt burn was to the left forearm near the elbow. The operator of the system did not pad the pt in accordance to the operators' instructions and the pt was directly contacting the bore of the magnet during the scan.